Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacturing date cannot be identified because the serial/lot number is unknown. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a strong force to the lens section, causing the lens to come off from the video adapter. As there was no information received that suggested that the "strong force to the lens section" was due to clear misuse of the device, there was no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video adapter had no image. The issue was found during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image due to a missing coupler lens. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.